Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to administration of anesthesia and prior to first port placement, fenestrated bipolar forceps (fbf) instrument conductor wire was found broken. The customer used a backup instrument to continue with the planned procedure. No fragments fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the batch sequence of reported 8mm fenestrated bipolar forceps instrument was confirmed. Customer stated the black colored wire was broken with stripped/damaged insulation. The wires appeared to be exposed due to damaged insulation. It was unknown if thermal damage was observed. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient information was unavailable. Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have damage of the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The wire was not frayed or broken. The instrument passed an electrical continuity test. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Primary product batch/lot number was updated to k17240822 0174.

Event description:
Refer to h11 for follow-up information.